Manufacturer narrative:
09-may-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Brush detached from tooth brush head - oral-b [device breakage]. Case narrative: consumer via e-mail stated that their oral-b toothbrush detached from their oral-b toothbrush head. No injury was reported.

Event description:
Consumer via e-mail stated that their oral-b toothbrush detached from their oral-b toothbrush head. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.